Manufacturer narrative:
The manufacturer¿s field service engineer (fse) remotely confirm with caller that they were unable to obtain both cables needed to down load the diagnostic report (drpt). The customer reports that they checked the unit and could not duplicate an issue. Customer has returned the unit to service with no repeat issues. Complaint is closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27nov2019.

Event description:
The customer reported that they powered the unit on and it turned off twice. There was no patient involvement. The manufacturer's field service engineer (fse) remotely confirmed the reported problem and advised the customer to check the diagnostic report for codes relating to shut down. The customer did not find any relevant error codes. The fse advised the customer to order a null modem cable with the usb to serial port adapter. The fse also requested the diagnostic report from the customer.